Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had physical damage on the insulin pump. Customer's blood glucose level was 143 mg/dl. Customer stated that the pump was clipped on but it fell into the fan of the motor and it is now gauged. Customer reported that the screen was also scratched. Insulin pump will need to be replaced. No add'l info provided.